Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient's ins was explanted. The ins had been in overdischarge for 3 years. The ov erdischarge occurred because the patient had gained weight after the ins was put in, which lead to problems with charging the ins. The patient had not been able to get the 8 coupling bars when charging. The patient had become frustrated with recharging and gave up on charging all together. The patient ended up having another surgery, and decided to replace the ins at that time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient did not give the representative a date as to when they noticed they were having issues- the representative isn't even sure if the patient knows the date. The representative clarified that by "problems charging" they meant that they couldn't get the 8 coupling bars and charging had become a burden for them. The other surgery they talked about was unrelated to their device/therapy and the patient was recovering just fine after their replacement surgery. This information was confirmed with the physician. No further complications reported.